Event description:
The patient stated that he has had 3 v-go 40 devices that have come off while he is in bed sleeping. The patient stated that he is preparing the application site properly and that there is no interference with clothing.